Manufacturer narrative:
(B)(4). Although the device has been requested, it has not yet been received. A f/u report will be submitted with any relevant info.

Event description:
Received report that a nurse in picu experienced blood spraying back after disconnect. No harm to pt. Clinician reported event to occupational health. No add'l info was provided.